Event description:
Pt was revised to address infection.

Manufacturer narrative:
The product associated with this reported event was not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be reopened.